Event description:
It was initially reported by the physician that he was having problems interrogating patient's generator in the or during an initial implant. It indicated that the physician had replaced the wand battery a night before and the handheld (hhd) was fully charged. Hhd was unplugged from the wall and the company rep was able to obtain a successful interrogation by holding in the serial cable at the base of the wand. New wand was requested by the site. New wand was shipped to the site and the old wand was returned to manufacturer for product analysis. Analysis was completed on the wand and the reported allegation was confirmed. The serial data cable, which produced communication errors, had an open conductor. A known good bench serial data cable was substituted and all communications errors cleared. No other anomaly was observed with the wand.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.